Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports a cough and respitatory sensitivies. The customer consulted with her md and received unspecified sprays and medicines.